Manufacturer narrative:
The reported events were ¿the patient came to the hospital due to 4 inappropriate ICD shocks,¿ during interrogation 32 episodes of non sustained rv noise signals was shown¿ and ¿an x-ray image was performed and rv lead dislocation was shown.¿ as received, a complete lead was returned in one piece. The reported events of dislodgement resulting in inappropriate therapy and sensing noise were not confirmed. Visual examination of the lead did not find any anomalies. The measured helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
PMA/510(k): this product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient presented in clinic after receiving inappropriate shocks. During interrogation, episodes of noise resulting in oversensing were noted on the right ventricular (rv) lead. Diagnostic imaging was performed and rv lead dislodgement was confirmed. The rv lead was explanted and replaced. The patient was stable.